Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into the over pouch. It was not specified as to when in the process this occurred. The device was filled with 6000 mg of ceftazidime (fortum) in 240 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: device manufacturer city. Additional information: device evaluated by MFR?, device manufacture date, evaluation codes. The lot was manufactured april 1, 2016 ¿ april 2, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified a pool of liquid inside the bag that contained the device. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.